Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 6 fr. Exoseal vascular closure device (vcd), the delivery shaft snapped away from the handle leaving the device in two (2 each) separate pieces. There was no reported patient injury. Additional information received confirmed that the product issue being reported was actually delivery shaft separation. The delivery shaft separation occurred during insertion of the device into the sheath. There was no other reported contributing factor. The delivery shaft was able to be successfully retrieved from the patient without any additional intervention required. Manual compression was performed after the reported product issue to successfully achieve hemostasis without any patient injury/consequence. The product is being returned for inspection with no other product issue noted either at the account after the procedure or prior to shipping for inspection. The sheath used was not a cordis product. There was no reported product issue with the sheath used. The procedure was interventional and was a percutaneous transluminal angioplasty (pta) using a retrograde approach. The patient was of normal/proportionate height and weight. The physician was certified for use of the device and had used the exoseal vcd forty (40) times prior to this procedure. The exoseal vcd was prepped according to instruction for use (IFU) instructions. There were no visible signs of device/package damage noted prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to five (5) mm. In diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have a stenosis greater than fifty percent (>50%) at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty (30) days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. The sheath was not noted to be kinked/bent. There was no reported difficulty connecting the vascular sheath introducer with the exoseal vcd. The angle of access was between thirty (30) and forty-five (45) degrees. There was no excess force applied during insertion. There was some reported difficulty connecting the vascular sheath introducer with the exoseal vcd. No additional information is available.

Manufacturer narrative:
As reported, during deployment of a 6 fr. Exoseal vascular closure device (vcd), the delivery shaft snapped away from the handle leaving the device in two (2 each) separate pieces. There was no reported patient injury. Additional information received confirmed that the product issue being reported was actually delivery shaft separation. The delivery shaft separation occurred during insertion of the device into the sheath. There was no other reported contributing factor. The delivery shaft was able to be successfully retrieved from the patient without any additional intervention required. Manual compression was performed after the reported product issue to successfully achieve hemostasis without any patient injury/consequence. The product is being returned for inspection with no other product issue noted either at the account after the procedure or prior to shipping for inspection. The sheath used was not a cordis product. There was no reported product issue with the sheath used. The procedure was interventional and was a percutaneous transluminal angioplasty (pta) using a retrograde approach. The patient was of normal/proportionate height and weight. The physician was certified for use of the device and had used the exoseal vcd forty (40) times prior to this procedure. The exoseal vcd was prepped according to instruction for use (IFU) instructions. There were no visible signs of device/package damage noted prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to five (5) mm. In diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have a stenosis greater than fifty percent (>50%) at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty (30) days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. The sheath was not noted to be kinked/bent. There was no reported difficulty connecting the vascular sheath introducer with the exoseal vcd. The angle of access was between thirty (30) and forty-five (45) degrees. There was no excess force applied during insertion. There was some reported difficulty connecting the vascular sheath introducer with the exoseal vcd. No additional information is available. The product was returned for inspection. One non-sterile exoseal vasc. Was received inside a plastic bag. The unit was received with the delivery shaft separated. The guard and deployment lever were depressed. The indicator window was received in a black/white/red position. The delivery shaft was received inserted in a non cordis sheath introducer. The plug was received in the distal tip of the delivery shaft. The delivery shaft was received with severe compressed conditions at 2.5cm and 5cm from its distal end. An elongated condition was also observed on the distal section of the delivery shaft. Residues of dried blood were noted all over the received components. Microscopic analysis showed presence of adhesive on the ID of the pi collar as well as on the od of the delivery shaft proximal end. Also, the elongation condition observed on the distal section of the delivery shaft was confirmed through the microscopic analysis. This condition suggests that force was applied and exceeded the material yield strength at the bonding area. A review of lot 17685139 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿delivery shaft/ separated¿ was confirmed due to the condition in which the delivery shaft was received. The analysis revealed an elongation condition and traces of material which was determined to be presumably adhesive was found on the surface of the aforementioned component. Controls are in place to verify that the delivery shaft is fully inspected before leaving the facility. The cause of the events experienced by the customer could not be conclusively determined. However, procedural factors might have contributed as the cause of these conditions reported by the customer. According to the product instructions for use, the users are cautioned that the vascular sheath introducer and/or exoseal vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair. Neither the device history record review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.